Event description:
It was reported by the patient's attorney through a legal claim that allegedly on (B)(6) 2018 the patient underwent a left total knee arthroplasty with simplex hv bone cement with gentamicin. It is further alleged that on (B)(6) 2019 the patient underwent revision surgery due to alleged loosening. No additional information have been provided.